Event description:
Information was received from a healthcare provider and patient via a manufacturer representative regarding a patient receiving morphine (1mg/ml at 0.048mg/day) via an implantable pump. The indications for use was unknown. It was reported that the patient experienced no relief from the pump after their implant on (B)(6) 2024. With a diagnostic x-ray, the physician saw that the catheter had pulled out of the intrathecal space and coiled in the spine pocket. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The catheter was replaced with more slack in the spinal pocket. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included chronic pain. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.